Event description:
Lap sigmoid resection. Slcr55b was loaded onto plc55 dlu and was fired. Pc read "firing incomplete" and device partially stapled and cut. Site was manually over-sewed.

Manufacturer narrative:
Results and conclusions: during analysis, it was noted that the returned reload did not have a washer by lead screw which aids during firing cycle on the newer reloads. The reported condition was confirmed because the returned reload was partially fired. However, the root cause can not be determined. See scanned pages.